Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 156 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer mentioned that the insulin pump had a crack and customer's blood glucose was 460 mg/dl. Customer treated with manual injection. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, occlusion test, no delivery test, prime test due to motor error alarm. No dried substance on reservoir compartment noted. No insulin smell on insulin pump noted. The insulin pump received with severely scratched display window, cracked reservoir tube lip, cracked reservoir tube and damaged reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.